Manufacturer narrative:
The actual device was not available; however, eight (8) photographs of the sample were provided for evaluation. The photographs were inspected and air bubbles were visible in the tubing below the drip chamber. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air entered the tubing of two (2) clearlink system buretrol solution sets. At the time of the reported problem, a lactated ringer solution bag was being drawn through the set; however, the process step and patient involvement was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.